Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has a planned revision for an unknown reason following a hip arthroplasty.

Manufacturer narrative:
Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.